Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the touchscreen is inconsistent when the customer attempts to unlock the screen. There was no impact to the customer's blood glucose level. The customer stated that the touchscreen was responsive and passed all testing during troubleshooting with tandem technical support. Reportedly, the customer has manual injections available as alternate insulin therapy.